Manufacturer narrative:
Additional pro codes: nhl, pjs. Block b3: exact date unknown, event occurred between 17jan2024 and 03mar2024. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7119556, product family: dbs-ipg-pc, upn: m365db14080, model: db-1408, serial: (B)(6), batch: 220256, product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: n/a, batch: 32891466.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced dehiscence, and their lead was exposed in addition to an infection however the location of the infection is unknown. It was noted that the patient's continuous positive airway pressure (CPAP) mask caused the dbs lead to be exposed per the physician's assessment. The patient underwent a procedure where the whole dbs system was removed. Physical analysis of the dbs devices was not performed as they were disposed by the facility. The patient did well post-operatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced dehiscence, and their lead was exposed in addition to an infection however the location of the infection is unknown. It was noted that the patients continuous positive airway pressure (CPAP) mask caused the dbs lead to be exposed per the physicians assessment. The patient underwent a procedure where the whole dbs system was removed. Physical analysis of the dbs devices was not performed as they were disposed by the facility. The patient did well post-operatively. Additional information received stated that the dbs patient experienced redness, inflammation, skin breakdown and an infection at the cranial incision site. The patient was prescribed anti-biotics however no culture was taken. The patient did well post-operatively.

Manufacturer narrative:
Additional pro codes: nhl, pjs. Block b3: exact date unknown, event occurred between 17jan2024 and 03mar2024. Correction to the initial MDR in block h6.